Manufacturer narrative:
Manufacturer's investigation conclusion: the reported blood clots could not be confirmed as no product or images were provided. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with the centrimag pump could not be conclusively established. The centrimag pump, lot number 10727912, was not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot number 10727912/l08327-la2, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists venous thromboembolism and arterial non-cns thromboembolism as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The current revisions of the IFU and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump motor speed (rpm) was unknown.

Manufacturer narrative:
D1 and g3: correction. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through ufr (B)(4) that while assessing the extracorporeal membrane oxygenation (ECMO) circuit and oxygenator, the fibers in the oxygenator were bright bloody from a leakage from the outside of the fibers and was quickly growing in surface area. Two blood clots were noted within 30 minutes. Previously, the oxygenator fiber was their baseline color, bloody white. Pictures of oxygenator were sent to the perfusionist on call and the oxygenator was shown to the pediatric intensive care unit (picu) attending. The perfusion spoke with the picu attending, came to patient's room to visualize oxygenator. Many discussions were had with multiple providers about the oxygenator. The decision was made to change out ECMO circuit around 0730. The patient remained stable with stable arterial blood gas (abg) throughout the night. The perfusion isolated the oxygenator after circuit change.